Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm), amikacin injection (500mg) and meropenem injection (1gm) for peritonitis. Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was reported that the patient was hospitalized. It was reported that the patient treatment amikacin injection (100mg, intraperitoneal, once daily, discontinued), meropenem injection (intraperitoneal, once daily, discontinued) and vancomycin injection (intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient was recovered from peritonitis. Pd therapy was discontinued and patient was transferred to hemodialysis. Hd was ongoing. It was reported that retraining was done for the patient. Should additional relevant information become available, a supplemental report will be submitted. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.